Event description:
Customer reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.